Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. Customer's blood glucose level was 29.7 mmol/l. Customer states approximate size of air bubble was grand of sand. Customer states insulin pump had insulin flow blocked alarm. The reservoir will not be returned for analysis.